Event description:
Patient reported " device is completely broken" and "fibroadenomas" diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: no observed openings (device labeled as left side). Cyst-ndr: not applicable as the event is not related to the device. Observed patch lot number 2539669. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported unknown side "broken". Healthcare professional later reported left "fibroadenomas, fibrocystic breast disease" (non device related) and "histopathologic findings compatible with broken device". The device has been explanted and replaced with a non-allergan device).

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " device is completely broken" device remains implanted. This relates to the left side